Event description:
It was reported that while performing a atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, a pericardial effusion was noted as the patient's blood pressure dropped and the patient displayed a tachycardia. The pericardial effusion was confirmed by echocardiography. A pericardiocentesis was performed and the patient was stable. Upon request, the bwi field representative provided additional information on the event. The patient suddenly became hypotensive. By fluoroscopy, abnormality in the heart motion was noted. A transthoracic echocardiogram was performed and a pericardial effusion was documented. A pericardiocentesis was immediately performed and the patient improved. The patient's blood pressure was immediately normalized. The procedure was aborted and the patient was moved to the recovering room. The updated health status is that the patient is stable and in good condition. One strong possibility for the causality of the pericardial effusion was the transseptal puncture as there were only two burns when the patient turned unstable. There was difficulty in manipulating the catheter because of the difficult anatomy. The user did not notice any abnormal signals. The rf generator was set to "power-control" mode at 30 watts. The temperature cut-off setting was 42 degrees and the flow rate setting was 8ml/min. The agilis sheath was used. The act was maintained at 250-300 during the procedure.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump,u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Soundstar: model #: m-5723-00, lot #: unknown_m-5723-05. Product investigation will not be performed since the catheter was not returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Manufacturer's ref. No: pi1-ce6b5d